Manufacturer narrative:
Initial reporter phone no: (B)(4). Initial reporter address: (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was also performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap was loose and disconnected from an unspecified connection of a homechoice automated pd set with cassette. The patient detected this issue at home prior to starting peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.